Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother had concerns about unintended consequences of wearing an insulin pump. No additional information was reported.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No anomalies were noted during testing. The insulin pump had minor scratches on the display window.